Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor sensing and pacing after fixation. The lp was removed and a sprung helix was observed. After fixation, the replacement lp prematurely separated from the delivery catheter. Normal pacing and sensing was observed and the second lp remained implanted. The patient was discharged following the procedure.